Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
This pt is implanted with 2 leads (from the same lot) implanted as part of his scs system. It was reported the pt is experiencing ineffective stimulation. Reprogramming was unable to resolve the issue. The pt is to decide on if he desires to undergo surgical intervention to address this issue.